Event description:
It was reported that an ilet pump generated repeated alert 32 indications consistent with a delivery motor communication fault, and a restart did not resolve the malfunction; the user experienced hyperglycemia with a peak blood glucose of 273 mg/dl for about an hour and received troubleshooting support and education, followed by a replacement device shipment. Symptoms included elevated blood glucose without ketone testing, medical intervention, or assistance. Outcomes included temporary hyperglycemia without hospitalization or disability. Investigation included customer interview, device data synchronization to the mobile application, and logistical follow-up for device return. Investigation of the returned device revealed a delivery motor processor communication error consistent with prior motor communication faults.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.